Manufacturer narrative:
Concomitant medical products: product ID 3888-45, lot# v537002, implanted: (B)(6) 2010. Product type: lead: product ID 3888-45, lot# v161653, implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2009. Product type: recharger: product ID 37743, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient: product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3487a-45, lot# v197973, implanted: (B)(6) 2009. Product type: lead. (B)(4).

Event description:
It was reported the patient had a power on reset (por) condition and an error code of 0400. The manufacturer representative cleared the por and the patient was doing fine. The patient was not able to make adjustments to the internal neurostimulator (ins) with the antennae attached to the patient programmer. The manufacturer representative indicated he took care of this issue and this action resolved the reported issue.